Event description:
Significant resistance was encountered as the stent delivery system was being advanced to the basilar artery 90% stenosed lesion. The stent delivery system was repositioned twice. The physician was able to advance the stent delivery system to the target lesion; however, was not able to release the stent. Subsequently, the physician removed the whole system from the patient. When the physician removed the stent delivery system, the stent was deployed outside the patient. The physician stated that the severe friction during the device removal caused the premature stent deployment. There was no clinical consequence to the patient.

Event description:
Significant resistance was encountered as the stent delivery system was being advanced to the basilar artery 90% stenosed lesion. The stent delivery system was repositioned twice. The physician was able to advance the stent delivery system to the target lesion; however, was not able to release the stent. Subsequently, the physician removed the whole system from the patient. When the physician removed the stent delivery system, the stent was deployed outside the patient. The physician stated that the severe friction during the device removal caused the premature stent deployment. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the outer body was severely compressed on several places along their length. There was small amount of blood in the outer body catheter. The inner body was inside the outer body. The inner body bumper marker was protruding through the outer body distal end. The inner body was bent on its proximal shaft. The inner body dual tapered tip was examined under magnification and was found to be conforming to its visual specifications. A large amount of friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. No other anomalies were noted. The functional examination could not be performed because the stent was returned outside of the outer body. No anomalies were noted with the rhv (rotating hemostatic valve) or the stent. The reported and observed anomalies are indicative of high friction during deployment. However, the cause of high friction during deployment cannot be definitively determined in this case. There is no indication of tortuous anatomy as additional information indicated that anatomy was relatively shape. Because the cause for difficulty engaging target vessel could not be definitively determined, a cause of undeterminable was assigned. Possible causes of premature deployment during use are: failure of the user to sufficiently tighten the rhv (rotating hemostatic valve) securing the inner body and outer body; using the inner body catheter to advance the system; excessive interference between the guidewire and stent as a result of excessive tortuosity; and damage to the outer body caused by excessive force. However, from the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported premature deployment of the stent. Therefore, while risk analysis identified several potential causes for the reported premature deployment during use, because review and analysis of available information failed to indicate a definitive cause, a cause of undeterminable was assigned.